Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for multiple pts, involving access 2 immunoassay system. The elevated results were not released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2007. The fse found evidence of a spill or leak into the wash carousel. The fse changed the dispense probes and aspirate probes. The fse checked all associated tubing for leaks, primed the probes and found no evidence of leaks. The fse performed lumwash son/inc. And quality control (qc), which met specifications. The fse worked with hardware specialist on (B)(4) 2007 and discovered air bubbles developing in the dispense probe five tubing. The fse replaced the tubing. The fse also discovered the instrument case temperature was five degrees cooler. The fse deflected the air flow from the left side of the instrument, and the temperature increased. The fse confirmed system check successfully passed. Temperature instrument case. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to the original MDR 2122870-2007-00156.